Event description:
The hub of an nc raptor balloon catheter cracked and the device was unable to be prepped for an angioplasty procedure. The balloon catheter was not utilized for the procedure, there was no pt injury reported with the event.